Event description:
As reported by the field, during a stent-assisted coil embolization to an aneurysm at the middle cerebral artery, EU 4.5x28mm stent 12 mm dw tip intracranial stent (enc452812, 7469246) became impeded in middle section of a prowler select plus 150/5cm microcatheter (606s255x, 30688486) and could not advance any more. The physician removed the microcatheter and stent from the patient¿s body and switched a new microcatheter to complete the surgery smoothly. The stent was not replaced. Additional information received indicated that the devices did not appear damaged at any time. Nothing was noted to be obstructing the microcatheter. A continuous flush on the microcatheter was maintained. There was no excessive force applied to the device.

Manufacturer narrative:
Product complaint # :(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). The device was discarded; therefore, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00627.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information receive indicated that the stent was not replaced. The original stent was used to complete the surgery without issue. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.